Event description:
Harmonic focus shears (ref (B)(4) lot: 905d25 exp 2031-01-31) x2 each handpiece handed off and attached to cord. Harmonic searches for the equipment and reports to tighten the handpiece, the hand piece is tightened by 2 clicks and retested. The results are the same, equipment advised being tightened and then reports they are out of uses. Tried a new cord and machine with no change. Dpc: 1371. Hecc: 4582. Refernece report: mw5188245.